Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte needle pierced the catheter the following information was provided by the initial reporter, translated from portuguese to english: delay in treatment due to needle penetration difficult, and mandrel transfixion with silicon catheter. Cutaneous injury and edema in upper and lower limbs

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3082672. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. See narrative below.

Event description:
No additional information.